Manufacturer narrative:
The report of an infusion taking longer than expected to complete was confirmed through functional testing. Log analysis showed that the incident infusion was programmed on 17 of october 2019 at 10:15 pm and continued through 19 october 2019 at 5:16 am, with the calculated volume infused logged as 1667.3 ml. The infusion ran for approximately 31hours. Review of the device error logs found no errors recorded during the reported incident time. Functional testing found the source pump module delivering fluid outside of specification on the low side. The bezel assembly was observed to show evidence of a misaligned camshaft. After reassembly of the misaligned camshaft, the device was found to be delivering fluid within specification. Analysis of the log review indicated that initial programming occurred on (B)(6) 2019 at 10:15pm. The pump module received a command for a remote IV infusion of cisplatin (drug ID 186), drug amount 217mg, diluent volume 1299 ml, bsa 2.17 m2, dose 100mg/m2, concentration 0.167mg/ml, duration 86400seconds (24hours), rate 54.12ml/h, vtbi 1299ml. Guardrails warning ¿rate is below guardrails limit of 86ml/h proceed¿ was confirmed by the user and the infusion was started at 1015 pm. Pvi=643.72ml at the time. On (B)(6) 2019 between 3:13 am and 8:21 am, the infusion was paused and restarted twice. Pvi=1189.47ml at the time and calculated volume infused 545.75ml. At 6:08 pm the volume infused was cleared by the user and pvi=1718.23ml before clearing and calculated volume infused was 1074.51ml. At 8:39 pm the pump module was selected for programming, vtbi 200ml was entered, and the guardrails warning ¿rate is below guardrails limit of 86ml/h proceed¿ was confirmed by the user. The infusion was started. Pvi=136.92ml and calculated volume infused 1184.43ml. At 8:45 pm the pump module was paused and restarted. At 11:41 pm the pump module was selected for programming and a vtbi of 150ml was entered. Guardrails warning was confirmed by the user and infusion was started. Pvi=300.69ml and calculated volume infused 1375.2ml. On (B)(6) 2019 at 228 am the pump module infusion completed and entered kvo. Pvi=450.71ml calculated volume infused was 1525.33ml. At 2:36 am the pump module was selected for programming and a vtbi of 100ml was entered. Guardrails warning was confirmed by the user and the infusion was started. Pvi=451.4ml and calculated volume infused 1525.93ml. At 5:01 am the pump module infusion completed and entered kvo. Pvi=582.26ml calculated volume infused was 1656.77ml. At 5:04 am the pump module was again selected for programming with a vtbi of 50ml entered. Guardrails warning was confirmed by the user and the infusion was started. Pvi=582.50ml and calculated volume infused was 1657.01ml. At 5:16 am the pump module alarmed for air in line and was channeled off. Pvi=592.84ml and calculated volume infused was 1667.35ml. The proximate cause was attributed to a misaligned camshaft.

Event description:
It was reported that a primary infusion of cisplatin 217mg, magnesium sulfate 3g/nacl 0.9% 1000ml programmed to infuse at a rate of 54.1ml/hour with a vtbi of 1299ml was initiated on (B)(6) 2019 at 2215 for a duration of 24 hours. However, the infusion did not complete until (B)(6) 2019 at 0520 which infused for 7 hours longer than expected. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that a primary infusion of cisplatin 217 mg, magnesium sulfate 3 g/nacl 0.9% 1000 ml programmed to infuse at a rate of 54.1 ml/hour with a vtbi of 1299 ml was initiated on (B)(6) 2019 at 2215 for a duration of 24 hours. However, the infusion did not complete until (B)(6) 2019 at 0520 which infused for 7 hours longer than expected. The customer further stated that there were no adverse effects caused to the adult patient from the event.